Event description:
A customer contacted beckman coulter inc, (bci) and stated that there was a leak from the wash buffer cube tubing in unicel dxi 800 access immunoassay system. Proper personal protective equipment (ppe) was worn and there was no exposure to the leaking fluids. No injuries were reported by the customer.

Manufacturer narrative:
Customer noted that the tubing was most likely caught when the drawer was closed. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found leaking wash buffer cube tubing. The fse replaced both front and back cube tubing and verified system performance to published specifications. Hardware is the root cause for this event.